Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 300's mg/dl to 400's mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose levels. The customer;'s blood glucose level was 600 mg/dl at the time of the incident. They experienced symptoms of nausea and vomiting as a result of high blood glucose level. The customer was treated with insulin drip, manual injections and intravenous fluids at the hospital and used manual injections and insulin pump to treat it by themselves. The customer was disconnected from the insulin pump at the hospital and now they wanted to release them and see if the insulin pump was working. They gave the customer 20 to 30 units of insulin in the hospital. The customer did not allege the insulin pump for under delivery. The customer also reported multiple high blood glucose level events. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer declined to test the insulin pump. The insulin pump will not be returned for analysis.